Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed that the integrated electrosurgical unit (iesu) screen displayed no icons with empty user interface boxes and rebooting did not resolve the issue. The customer performed the following troubleshooting: remove all 3 connectors in the back, install the rcb connector only (foot pedal connectors remain disconnected), power cycle the iesu, power down the system, turn the vision side cart (vsc) breaker off, remove the iesu power cord, push the iesu power button to make it off, removed the iesu to the video processor (vp) cable and foot pedal cables, connect the iesu power cord and vp cable after 2min, and turned the vsc breaker on and power on the system as well as the iesu. However, the u-02 error was not resolved. The customer used a 3rd party generator to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no report of patient injury.

Manufacturer narrative:
The probable root cause may be attributed to communication issues within the erbe generator, potentially involving a failure in the cpu's ability to receive necessary messages for system checks.

Event description:
Refer to h11 for follow-up information.